Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer purposely increased blood glucose (bg) levels due to up coming exercise and in response to the elevated bg, an expected automatic correction bolus via the pump software was delivered, which resulted in the customer's bg going ¿low¿. Customer consumed carbohydrates to treat low bg. During a follow-up, the contact acknowledged that the pump was functioning as intended. Reportedly, customer continued to use pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.